Event description:
The pump was repositioned to the patient¿s back and switched to a smaller size. There was no patient injury and the patient recovered without sequela. The device system was delivering morphine. Further follow-up is being conducted to obtain additional information regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). The pump was returned for analysis. Analysis found no anomaly.